Event description:
During preparation for cardiopulmonary bypass, the centrifugal pump seized up and stopped. The motor was replaced and the perfusionist proceeded with the preparation for the case. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.